Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device." (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the severely tortuous internal ileum. A 6mm x 20cm interlock¿ was selected for use. During the procedure, while intermittent flushing was done, resistance was encountered upon insertion. Subsequently, the coil became stuck inside the catheter. The coil was removed together with the catheter; however, the coil protruded from the tip of the micro catheter upon removal. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.